Event description:
It was reported to philips that the system was running slowly an delaying x-rays, which can impact imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed as system functions were fine except the slow performance of system and didn¿t impact procedure. The philips remote service engineer (rse) communicated with the customer and confirmed the slow system operation and x-ray delay. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found operating system (os) of the device runs slowly. To resolve the issue, the fse reinstalled the system software. After re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.